Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called in during a supply change and, after rewinding the pump, the rubber stopper in the cartridge was removed and became stuck inside the chamber of the ilet. Assistance was provided to have the patient use a pin needle to remove the stopper from the chamber. The patient was then able to complete the supply change without further assistance. There was no insulin in the chamber, indicating that the stopper had been displaced during the pump rewind. The patient was advised to call back if similar issues occurred with future supply changes. Blood glucose levels were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.